Event description:
Procedure: liver resection. According to the reporter: the first clip didn't close properly and fell inside the surgical site. The clip was removed. A clip scissored the vessel. The surgeon used the same device nevertheless to end the procedure. There was no blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 mins due to the product problem. There was no adverse event reported as a result of any delay in surgery.

Manufacturer narrative:
(B)(4).